Manufacturer narrative:
It was claimed that the ventilator's expiratory channel connector printed circuit board (pcb) was contaminated with liquid. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. The board has been replaced to resolve the issue. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The issue was decided to be reported based on the information that ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Based on technician statement, the water entered inside of the ventilator due to usage of wet cassette. According to servo-I/s cleaning and maintenance (rev. 08) all compartments should be dried out before assembly. Based on that, the root cause is usability issue. The defective part was not returned for further evaluation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's expiratory channel connector printed circuit board was contaminated with liquid. There was no patient harm reported. Manufacturer's ref. #: (B)(4).